Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that there was a pump infection and that the pump was explanted on (B)(6) 2018. It was reported that the pump was replaced on (B)(6) 2018 for a routine elective replacement indicator (eri) and there were no complications during surgery. It was reported that they developed an infection at the end of (B)(6) but it seemed to have settled with IV antibiotics (consulted by the infection control physician here). It was noted that the pump pocket was aspirated again in (B)(6) with no organisms grown, no signs of infection. We saw the patient yesterday for increased pain around the pump, aspirated it for purulent fluid and took him to the operating room (or) for pump removal. The patient will be on antibiotics for five days and then left to settle for a few months before considering re-implant. The patient has been put on methadone for management of withdrawal symptoms post pump explant. It was reported that it was unknown at this time if the infection/symptoms or patient outcome were resolved. No further complications were reported and/or anticipated.

Manufacturer narrative:
Internal pump interrogation at medtronic upon return indicated the pump was delivering fentanyl 3,000.0 mcg/ml and bupivacaine 30.0 mg/ml. Method code does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported concentration of fentanyl was 3,000.0 mcg/ml and the reported concentration of bupivacaine was 30.0 mg/ml. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient experienced slight withdrawal symptoms post pump explant. It was reported that the patient had redness over the pump. No further complications were reported and/or anticipated.